Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Serial number has been updated based on returned product. Sensor (B)(4)has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (indicating initial factory state). Removed plug and inspected plug assembly, uncurled side snap was observed, indicating improper assembly by the user. This case is not confirmed to use error.

Event description:
Customer reported being unable to activate the adc freestyle libre sensor and receiving a sensor error message on the same day she applied the sensor. Customer reported that on (B)(6) 2019, she experienced unspecified symptoms of hypoglycemia. Customer reported self-treating with a glucagon injection and was also given a glucagon injection by a healthcare professional. No further treatment was administered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to activate the adc freestyle libre sensor and receiving a sensor error message on the same day she applied the sensor. Customer reported that on (B)(6) 2019, she experienced unspecified symptoms of hypoglycemia. Customer reported self-treating with a glucagon injection and was also given a glucagon injection by a healthcare professional. No further treatment was administered. There was no report of death or permanent impairment associated with this event.